Event description:
It was reported that during a roux-en-y procedure after firing the device, the jaws would not release from the tissue. The device was removed from the tissue manually. Used another like device to complete the procedure. No pt consequence noted at this time.

Manufacturer narrative:
Date sent: 06/28/2007 information anticipated, but unavailable at this time.